Event description:
55 year old female patient with acute myocardial infarction / cardiogenic shock was implanted with impella cp. On treatment day 2, physician suspected hemolysis based on unspecified changing lab values. Patient recovered, and was successfully weaned and pump explanted. Hemolysis is being conservatively coded for impella cp, although hemolysis was not formally diagnosed, and there were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product return. No data logs available. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined due to lack of product, data logs, and sufficient clinical information. Device history review : the pump sn (B)(6) passed all the post sterile inspection checks.